Manufacturer narrative:
Clarification to a.2.: patient in the 30's. Type of investigation code: b15, b17, b20. Clarification to h6: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient being injected with juvéderm® volux¿ xc in the chin. Patient experienced swelling and inflammation which occurred one day after injection. The patient had been injected several times in the past, but only this time swelling, infection and inflammation were observed. Oral antibiotic administration treatment had been given for the symptoms. The treatment was given to hasten resolution. The symptoms were ongoing.